Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer's current blood glucose value: 89 mg/dl. Customer was treated for high blood glucose levels using intravenous fluid and intravenous insulin. The insulin pump experienced an external flash crc error. Customer was able to clear the alarm and rewind the insulin pump. Troubleshooting was not performed for high blood glucose levels and the product is expected to be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to force sensor resistor damaged by moisture. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device alarmed the critical block and inverse critical block did not add to zero during self test due to electronic assembly with corrosion traces. Unable to perform off no power test due to the critical block and inverse critical block did not add to zero errors. Device received with partially broken off reservoir tube lip. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker and stained back address serial number label. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.